Event description:
It was reported that the fiber cap broke off at 262,000 joules into the case. The cap was retrieved. The method used to retrieve the fiber cap was not reported. It is unk how the case was completed, however, per the f/u details obtained, there was no pt injury.

Manufacturer narrative:
(B)(4).